Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Please note: this complaint was discovered to be a duplicate to the information captured complaint (B)(4). The subsequent analysis results will be available in the supplemental medical device report (MDR) and supplemental periodic summary report (psr) associated with complaint (B)(4).

Manufacturer narrative:
Please note: this complaint was discovered to be a duplicate to the information captured complaint (B)(4). The subsequent analysis results will be available in the supplemental medical device report (MDR) and supplemental periodic summary report (psr) associated with complaint (B)(4).

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.